Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear was observed during primary cataract surgery. The light adjustable lens (lal) was implanted into the bag. Post-operatively, the lal was noted to be subluxated. A secondary surgery was completed on (B)(6) 2026 to reposition the lens. The lens remains implanted in the patient's eye.